Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since, shortly after implantable pulse generator (ipg) implant, the patient has been experiencing, "failing health," and, "health issues," with, "worsening symptoms." They reported that they can, "barely stand up and is light headed, dizzy, swelling," with fluid in their lungs. It was further reported that the patient is experiencing a tachycardic resting heart rate. It was also reported that when the physician did a device check, they stated that the ipg was not sensing correctly. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.